Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that some of the teeth had fallen out of the part of the universal oscillating saw attachment that locks down on the blade. Additional clinical follow up with the customer indicated that the staff notes some hub pins missing following a procedure and asked that the product be repaired. The missing hub pins were stated to have been considered as having occurred at some prior, unknown, time and had not affected the use of the device during the procedure which had just completed. There was no harm, delay, extended procedure time, or medical/surgical intervention.